Manufacturer narrative:
This complaint is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new information and/or the completed investigation by the manufacturing plant.

Event description:
On (B)(6) 2022 it was reported to (parcus) (B)(6) that a doctor reported that he noticed an increasing amount of scar tissue build up over the top of the 2mm suture tape when used to reattach the tendon and there is tape used to tie the tendon back down to the bone. On (B)(6) 2022, it was reported that the patient of an unknown age and demographics had another surgery to remove the excess scar tissue. The patient's current status is unknown at this time. There is no report of any malfunction or appearance issues with the suture tape. Additional information has been solicited.

Manufacturer narrative:
This complaint is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new information and/or the completed investigation by the manufacturing plant. This case is one of 13 cases reported by the same physician. Additional information was solicited and not provided. There was no device malfunction or issues of appearance reported at the time of use. The current status of the patient is unknown. A batch record review was performed on this lot. There was no non conformances recorded in the manufacturing records. The lot was released for commercial use on 26aug2020. The expiration date is 29jul2025. Additionally, the supplier confirmed that there was no changes in the design or process of for manufacturing. There were no prior reports of complaints from other clinics. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
On 18apr2022, it was reported to (parcus) anika that a doctor reported that he noticed an increasing amount of scar tissue build up over the top of the 2mm suture tape when used to reattach the tendon and there is tape used to tie the tendon back down to the bone. On 26apr2022, it was reported that the patient of an unknow age and demographics had another surgery to remove the excess scar tissue. The patient's current status is unknown at this time. There is no report of any malfunction or appearance issues with the suture tape. Additional information has been solicited. This is one of 13 cases reported by the same clinic.